Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 128 mg/dl, compared with the sensor glucose reading of 44 mg/dl. The customer stated that the seat belt hit the sensor but didn't pull it off, however, that's when the discrepancies began to occur. The customer took the sensor off and found a bent cannula. The customer's sensor was replaced and will be returned for analysis.

Manufacturer narrative:
Sensor performed continuity test, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.